Event description:
During preparation for a coronary drug eluting stenting treatment procedure stent damage was noticed. The physician was preparing to place a taxus express2 2.75x24mm drug eluting stent into an unknown coronary vessel and noticed that the stent struts were flared. The device never entered the patient's body. The physician pulled another stent of unknown type and size and completed the case. Patient condition was reported as "ok."

Event description:
Based on further review severe kinking was noted along the length of the hypotube.